Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports power cord, (B)(4) burned out while using with a patient . No patient injury occurred .

Manufacturer narrative:
An evaluation of the unknown scd power cord was performed and the customer states ¿the power cord burned out.¿ the unit was triaged and the customer¿s reported condition was confirmed. Two power cords were returned for evaluation. One power cord was found discolored at the strain relief. The discoloration was not clearly visible as the short occurred inside the strain relief. There is a slight yellowing on the female terminating end. No additional damage was noted on the power cord. The second power cord was found discolored approximately 0.25 inches from the strain relief. The insulation is torn around the area where the short occurred. The torn insulation is not part of the thermal damaged area. The cause of the reported condition was wear from potential wrapping technique overtime and from the procedure used to unplug the unit from the outlet. A review of the device history record could not be conducted as the serial number for the product was unknown. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.